Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a scratch on the screen. Customer's blood glucose was around 500 mg/dl due to medication, steroid shots. Customer was advised to advise the device. Customer will not be returning the device for analysis.